Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio determined the cause of the issue was the system pcb. Further root cause is unable to be determined. The device could not be repaired since part was unavailable.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio found the keypad cable to be damaged and have ordered a replacement to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involvement reported with the event.